Manufacturer narrative:
Insulin pump received with missing segment due to bleeding on lcd display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump display was cracked when it dropped on floor. The customer¿s blood glucose level was 170 mg/dl at the time of incident. The customer also stated that the insulin pump display was readable. Troubleshooting was performed. The insulin pump will be returned for analysis.